Manufacturer narrative:
Eval: results: as returned, one of the leads was incomplete with significant discoloration and adhesive residue on the outer tubing. The complete lead was noted to have outer tubing damage at approx 24.5 cm from the terminal end and adhesive residue on the outer tubing. Functional testing could not be performed on the incomplete lead. The complete lead failed continuity testing with channels 1 and 7 open. Stress testing on the complete lead did not reveal the location of the open. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01753. The pt received an scs trial system, including two percutaneous lead, on (B)(6) 2010. It was reported that one of the leads had been cut and the other appeared to be nicked to the point that the insulation had peeled back. The pt reported no stimulation from the cut lead but effective stimulation from the nicked lead; therefore, the trial continued. It was reported that the pt had been admitted to the hosp for observation during the trial. The pt stated that the nurses had changed her surgical dressing during her hosp stay. It was reported that the leads had likely been damaged during the dressing change. The leads were explanted on (B)(6) 2010, and the physician planned to proceed with the implant of a permanent scs system.